Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2017-00359 pertains to the first navigator access sheath and manufacturer report# 3005099803-2017-00360 pertains to the second navigator access sheath. It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy with laser lithotripsy procedure on (B)(6) 2017. According to the complainant, during the procedure, the tip of the navigator access sheath split when a retrieval basket with a captured stone was passed through it. The physician was unable to withdraw the basket with the captured stone, so, a second navigator access sheath was inserted and a second basket was used to retrieve stones. However, the tip of the second access sheath also split and the basket with a captured stone was stuck in the sheath. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.